Event description:
It was reported the patient had surgery on 2013-(B)(6) to get her ileostomy taken out and her colon "hooked back up" to her stomach. It was stated at that time the doctor said that the wires had migrated down and they had to "cut the leads" and "trim" them. Reportedly, the patient was just told that the leads had to be "cut.¿ the patient had a follow up appointment set for 2013-(B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# va0989b, implanted: 2013-(B)(6), product type lead product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information stated during the laparoscopic abdominal surgery the tip of the lead was visible and extending into the abdomen. The distal two leads were cut at the level of the bone from inside the abdomen so the leads were not visible. The patient was doing well with good function at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from caller stating the battery was low. Programmer was low. While troubleshooting it showed it was 3/4 full and yesterdaywas all white. Caller states he did put new batteries in remote. This was resolved. The patient went to doctor about a year ago and had to wait and they sent to ER (emergency room) and every test they did had nothing to do with stimulator. Told patient only down to one channel. The others got wiped out and when put permanent unit back on wires migrated doctors snipped off and discovered off the bat wasn¿t working and doctor got in connection with representative. Reprogrammed unit and that was the only way it worked. Sometimes think it¿s on/off. Starting seeing low battery programmer: yesterday. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.